Manufacturer narrative:
(B)(4). Date sent: 3/17/2017. Batch # unk.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, on the first firing with a green reload, the device was fired and when inspecting the staple line, the outer-most row of staples on the patient side (nearest the knife blade in the cartridge) did not form into the b-form shape, but were straight legged the length of the staple line. The staples were fully deployed into tissue and no staples were missing. The other two rows of staples on the patient side formed fine. The surgeon did not over-sew and the same device was used with more reloads to complete the procedure. Methylene blue leak test was performed and there were no leaks. The device and reload were discarded after the procedure. Buttressing material was not being used. There were no adverse consequences for the patient.